Manufacturer narrative:
(B)(6). Product background: the autofill chamber as part of the 900pt561 heated breathing tube and chamber kit is a component designed for use with the airvo humidification series to provide nasal high flow (nhf) therapy. Air and externally supplied oxygen are blown from the airvo into the humidification chamber within which water is heated by a heater plate. The gases become humidified in the chamber and then pass into a heated breathing tube, then to the patient interface. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the subject autofill chamber as part of the 900pt561 heated breathing tube and chamber kit was not returned to fisher & paykel healthcare (f&p) for evaluation. The healthcare facility reported that the subject device was discarded. F&p's investigation is based on the information and photography provided by the healthcare facility, previous investigations of similar complaints, and f&p's knowledge of the product. Results: visual inspection of the photography provided by the healthcare facility revealed damage to the dome of the autofill chamber. There were no patient consequences reported by the healthcare facility. Conclusion: without the return of the subject device, f&p are unable to determine the exact cause of the reported event. Every autofill chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber. Any chamber that fails this test is rejected. The user instructions that accompany the 900pt561 heated breathing tube and chamber kit state the following: - "do not use the autofill chamber if it has been dropped or been allowed to run dry as this could lead to the chamber over-filling." - "do not use the autofill chamber if the water level rises above the maximum water level line as this may lead to water entering the patient's airway." - "for single patient use only. Reuse may result in transmission of infectious substances. Attempting to reprocess will result in degradation of materials and render the product defective." - "avoid contact with chemicals, cleaning agents, or hand sanitizers."

Event description:
A distributor reported on behalf of a healthcare facility in china that the autofill chamber as a part of the 900pt561 heated breathing tube and chamber kit was found damaged during patient use. There were no patient consequences reported by the healthcare facility.